Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was mistaken and he gets confused sometimes. It was noted that the patient was not experiencing any symptoms. The patient never ran out of baclofen and "he is mistaken, was always filled timely. No issues with the pump running out, he was mistaken." The health care provider (hcp) saw the patient in april and the pump was working and the patient was mistaken about the refill date. The refill date came later than april. The patient was reported to be "normal for multiple sclerosis (ms), with no change."

Event description:
The patient stated that one time the pump ran completely dry out of baclofen. The pump contained gablofen as of a report on (B)(6) 2015.